Event description:
The site reported that when the patient was at home the controller had a loose power connection. A controller exchange was done in the clinic. It was indicated that the patient tolerated the event and exchange well.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed visually. Analysis of controller (B)(4) revealed that the device failed to meet specifications; the device failed visual examination due to power port 1 connector being slightly loose but passed functional testing. It was noted that port #1 performs proper mating and locking action when a power source is connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. The device was related to the reported event. DHR review did not reveal any abnormalities related to this controller. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure may have been the connector was not properly tightened during assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.